Manufacturer narrative:
Concomitant products: 1346t lead implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I am having thumping on my right side upper rib area. It happens every once in a while and now it's been for the last five days". The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.